Event description:
Complainant alleged that during a routine preventative maintenance check, the device had smoke coming out of the strip chart recorder. The complainant indicated that there was no pt involvement in the reported failure.